Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the date on the customer's pump was off by one day. There was no reported impact to the customer's blood glucose level. As the customer was not with the contact at the time tandem technical support was telephoned, troubleshooting to determine the cause of the incorrect date was unable to be performed. Although requested, additional information was not provided.